Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the helix on the right ventricular (rv) lead was suspected for not engaging. High impedance and sensing issues were noted. Another rv lead was attempted but due to patient being agitated during the procedure, the implant procedure was discontinued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.